Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. The complaint rt340 breathing circuit is en route to fisher & paykel healthcare (B)(4) for inspection. We will provide a follow-up report upon receipt of the complaint device and completion of our investigation.

Event description:
A hospital in (B)(6) reported that an rt340 adult breathing circuit was leaking. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (B)(4) for visual inspection and pressure test to check for leaks. Results: the pressure test revealed an excessive leak on the complaint device. A hole was found on the evaqua (expiratory) limb of the complaint rt340 breathing circuit. A lot check was not performed as no lot number was provided. Conclusion: based on the inspection of the hole, the complaint evaqua expiratory limb of the breathing circuit appeared to have been punctured or scratched by a blunt object. All breathing circuits are pressure tested for leaks prior to distribution. Any breathing circuit which does not pass the pressure test is discarded. This suggests that the breathing circuit was damaged post-production, possibly during storage or setup. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).